Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the pouch of the subject catheter was noted to be opened partially along the top (chevron) seal and the right hand side seal. The pouch appears to have been opened from the natural opening position. Although the pouch was returned open there is evidence of the pouch being sealed throughout the entire perimeter of the package. As a part of functional inspection, the seal was noted to be present. The reported event of "pouch seal (sterile barrier) is opened/unsealed" could not be replicated; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the physician opened the outer packaging of the subject microcatheter, it was found that the inner pouch was not sealed. During analysis, the pouch was noted to be opened partially along the top (chevron) seal and the right hand side seal. The pouch appears to have been opened from the natural opening position. Although the pouch was returned open there is evidence of the pouch being sealed throughout the entire perimeter of the package. Based on the review of all available information, the 'pouch seal (sterile barrier) is opened/unsealed' will be assigned a probable cause of undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information and returned product failed to identify a definitive cause.

Event description:
It was reported that the inner pouch of the catheter (subject device) was not sealed when the physician opened the outer packaging. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the inner pouch of the catheter (subject device) was not sealed when the physician opened the outer packaging. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.